Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the evaluation has been completed or additional information becomes available, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that the device had a "hose damage" issue. The device was not used durin ga surgical procedure. It was unknown if there was any user or patient injury or medical intervention occurred. There was no additional information provided.